Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an elevated blood glucose level of 498mg/dl. Elevated bg level was treated via insulin injections. There were no alarms associated with this event. The reported event did not cause any permanent impairment to the customer.